Event description:
According to the available information, a patient with erectile dysfunction of unknown origin received an inflatable penile prosthesis implant on (B)(6) 2019. On (B)(6) 2025, he returned to the doctor reporting that the prosthesis had stopped inflating, making it impossible to achieve an erection. Ultrasound and MRI reports describe an apparently empty retropubic reservoir. The patient underwent surgical revision of the implant on (B)(6) 2025, when the doctor discovered a partial rupture of the connections between the pump and reservoir, with an aneurysm in one of the cylinders, causing a leak in the system. The implant is currently functional, and the patient is satisfied.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on both exhaust tubes of the cylinders. An aneurysm was noted on the bladder of cylinder 2. This was not a site of leakage. No functional abnormalities were noted with cylinder 1. Based on examination, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 2. This pressure, in combination with device usage, could contribute to sufficient stress (s) to separate the bladder at this site. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, a patient with erectile dysfunction of unknown origin received an inflatable penile prosthesis implant on (B)(6) 2019. On (B)(6) 2025, he returned to the doctor reporting that the prosthesis had stopped inflating, making it impossible to achieve an erection. Ultrasound and MRI reports describe an apparently empty retropubic reservoir. The patient underwent surgical revision of the implant on (B)(6) 2025, when the doctor discovered a partial rupture of the connections between the pump and reservoir, with an aneurysm in one of the cylinders, causing a leak in the system. The implant is currently functional, and the patient is satisfied.